Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the white part of the front end of the cannula sheath is flat and cannot be accessed to the puncture point. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged vessel dilator was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a vessel dilator. The portion of the device visible in the photograph included the distal tip. Possible use residue was evident. The tip of the dilator exhibited deformation. The tip was buckled inward and bulged outward just below the tip. A longitudinally aligned split was visible, and appeared to originate at the tip, within the buckled region. The deformation evident in the photograph was consistent with possible advancement against resistance, such as into tissue; however, inspection of the photograph was insufficient to confirm the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.